Event description:
It was reported that patient has had used about 10 of his catheters that were sticking together. When the patient applied the lubricant, it did not activate and remained dry.

Manufacturer narrative:
The reported event was confirmed as lubrication issue by CAPA association. There was no definitive root cause determined for the increase in lubricity complaints. It was determined however, that there were several confounding causes that could contribute to lubricity complaints. The fishbone diagram identified those contributing factors to lubricity and increased complaints and rules out categories from being a root cause of the failure mode. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required due to confirmed CAPA case. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has used about 10 of his catheters that were sticking together, when he apply the lubricant, it does not activate,it remains dry.